Manufacturer narrative:
The serial number initially reported was for the defibrillator.

Event description:
The customer reported the battery has a slow charge time. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery has a slow charge time. There was no report of patient involvement.